Manufacturer narrative:
Terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, they experienced a noisy centrifugal pump. The user facility reported that the pump was not changed out and that the surgery was completed successfully.